Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg was migrating within the pocket site. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was re-secured within the pocket resolving the issue.